Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #3006705815-2016-00412, 1627487-2016-04700, 3006705815-2016-00410. The patient received two swift-lock anchors with the same lot number. It was reported the patient presented to the ER on (B)(6) 2016 due to high fever related to an infected tooth. The patient was diagnosed septic at that time. Reportedly, the patient was admitted and given IV antibiotics for 2 days prior to discharge with oral antibiotics. On (B)(6) 2016, the patient returned to the ER due to the unresolved issue. It was noted the ipg incision site had fluid discharge and appeared infected. As a result, surgical intervention was undertaken the next day during which time the entire scs system was explanted as well as the pocket site cleaned. Cultures were taken which revealed a (B)(6) staphylococcus aureus infection. Follow-up identified the patient's improving with the current treatment plan.